Event description:
Since august 30 th, I have had nine (9) separate medtronic blood sugar sensors fail early. Medtronic is falling to provide any resolution. Each time the sensor fails. I have contacted medtronic technical support and customer support to troubleshoot. Technique to insert is correct and has been observed by diabetes educator to confirm. Each sensor fails to last to the full 6 days of life and many have never worked properly. Medtronic requires the return of each failed sensor in order to receive a replacement. Now the replacements are on back order due to supply chain problems at medtronic, leaving me without a continuous glucose monitor. False blood sugar readings. FDA safety report ID # (B)(4).